Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 46mg/dl and the pump alarmed bad sensor. Customer treated with juice. Troubleshooting advised customer to change out the sensor. Customer was advised on proper insertion technique and was also advised that the device would be replaced. Customer declined low blood glucose troubleshooting. No further details given.